Manufacturer narrative:
As neither a lot number nor samples have been made available to us, no analyses could be performed so far. The part that has been inserted into the patient`s airway is the protective cover of an ECG electrode, which is removed from the device when the electrode is applied to a patient. It is then discarded. The part has a diamter of 50mm and has a thermoformed cup at its center. It appears such a cover has gotten into the patients airway. After requesting further information on the patient and the procedure using ECG electrodes we have been informed "this has been closed on our end due to the end user expressing that it was user error." We therefore close the investigation.

Event description:
On september 08th, 2020, we have been informed about an incident with ECG electrodes at (B)(6) nhs trust, in (B)(6). Skintact electrodes model f-tb1 were used. The complainant reported "clear backing from ECG electrode [a clear plastic cover which protects the adhesive and electrode and is peeled-off the back of the ECG dot before use] found in patients airway. Partially blocked airway". It was also reported that the patient has received "itu admission and 3 x intubation". No further details have been disclosed. No further details have been disclosed so far.